Event description:
A physician reported a pt who was treated with two formulations of collagen on 8/27/97 into the nasolabial folds. After the treatment the pt developed a pinpoint bruise at the right nasolabial fold treatment site that was located half-way betwwen the top of her lip and the bottom of her nose. The bruise spread along the injection site and the area became tender and inflamed. The pt was seen on 8/29/97; warm compresses, aspirin and cefzil for 7 days were prescribed. The pt was seen of 9/4/97 with a small area of redness at the right nasolabial fold. The left nasolabial fold remained asymptomatic. The test site seemed darker that the surrounding skin. The physician believed that the symptoms were either related to hypersensitivity or to an infection.